Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition), we received the valve in the return kit. The valve was inserted in an unknown liquid. The progav 2.0 was set to pressure range 0 cmh2o at the time of submission for investigation. Summary: in the visual inspection of the valve, we could not detect any apparent damage. It was possible to adjust the valves up and down again in steps of 5 cmh2o. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. A self-adjustment of the valve did not occur. Further we carried out a permeability test. The investigation results have shown that the valve is permeable. As a final examination we carried out a computer controlled test. Here the progav 2.0 was tested in the lying position with a pressure range of 5 cmh2o. Normally we expected a pressure of 5 cmh2o having an opening pressure of 5 cmh2o. At the first test the opening pressure at the reference flow level of 5 ml/h is measured 0,95 cmh2o. The progav 2.0 valve tends to an over-drainage. We execute a second test. At the second test the opening pressure at the reference flow level of 5 ml/h is measured 3,55 cmh2o. The second test shows a significant improvement in values. The valve is now working inside the tolerance (accepted tolerance of 5 ± 2 cmh2o). We suspect that deposits inside the valve may have been flushed out by testing with the computer controlled test. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage or in very rare cases, noise development we decided to dismantle the valve. Inside the valve we have found deposits or substances of protein. Our investigations have shown that the valve comply the expected tolerances. Contrary to the suspected self-adjustment of the valve, we found deposits inside the valve, which might could have affected the product performances. But the valve did not adjust itself. The braking force is inside the expected tolerance. There is no failure detectable with this valve at the time of delivery. No further actions required.

Event description:
According to the complainant a prosa with progav 2.0 had a malfunction postoperatively. The patient was originally implanted on an unknown date. The valve in question (progav 2.0) was set and pressure verified to ensure correctness. The patient returned to the hospital multiple times due to headache, nausea etc. The doctors reset the pressure and in every instance the valve adjusted itself. Finally, the valve was explanted and returned to the manufacturer for evaluation. The new valve was without issues. Further details were not provided.